Event description:
It was reported to philips that the system is experiencing no geometry movements. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified malfunction with single axis medical drive (samd). The philips engineer replaced the defective samd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.